Event description:
The user facility reported a (B)(6)male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical staff was having difficulty delivering the impella pump due to the patient's small axillary artery. After failed attempts they decided to abort the procedure.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition of a small axillary artery. This report is being filed as part of a retrospective review of historical records.